Event description:
It was reported via phone call that there was a no delivery alarm. The blood glucose readings were over 482 mg/dl. Customer was advised to remove reservoir, rewind, and to reinsert reservoir and run manual prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.